Event description:
Patient reported, for left side. " saggy, burning, rippling and pain. Looks like it is deflated". Device remains implanted. Patient reported, "ultrasound performed (B)(6) months ago. Which showed a lump/nodule". "Biopsy performed. Lump/nodule is benign". Which is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported for left side " saggy, burning, rippling and pain - looks like it is deflated" device remains implanted. Patient reported "ultrasound performed 2-3 months ago which showed a lump/nodule", "biopsy performed...lump/nodule is benign" which is not related to the device.